Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose and attempted to deliver a bolus of 33.0 units for correction, but his glucose level did not drop, and the customer has been on manual injections. The displacement test passed. However, only three drops of insulin did exit while doing the fixed prime test of 5.0 units, and the insulin pump was under delivering. No further information was provided.